Manufacturer narrative:
Alternate medical device type: fpa. Alternate common device name: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® ultratouch¿ push button blood collection set contained severed tubing. No report of serious injury or medical intervention.